Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 31 was verified. The alleged minimum fill issue was unable to be verified due to the alarm 31 issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer's blood glucose level was 98 mg/dl. In addition, it was reported that the customer received a minimum fill motivation after filling the cartridge with 170 units of insulin. Reportedly, the customer reverted to manual injections for insulin therapy.